Event description:
At completion of case, scrub tech was cleaning up equipment/instruments/supplies/room and noted upon removing the fluid warmer drape that fluid had leaked out of the drape and into the warming unit.